Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 85 retained samples were visually inspected, with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there was poor barrier separation seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.4: the initial reporter notified the FDA on 01-jun-2025. Specific day was no provided, so 01-jun was used. Medwatch report # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there was poor barrier separation seen in one (1) tube. No adverse impact was reported regarding the patient or user.